Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker (B)(6) 2006; 5076-45 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a possible right ventricular (rv) lead fracture. It was also reported that the unipolar impedance was 1541 with some noise. The lead was replaced due to suspected impending rv lead failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.